Event description:
Healthcare professional reported left side intracapsular rupture, breast pain, and textured silicone breast implant. The device has been explanted.

Manufacturer narrative:
E1:. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure.

Event description:
Healthcare professional reported, left side intracapsular rupture, breast pain. And textured silicone breast implant. The device has been explanted.